Event description:
The customer reported a leak from the filter occurred during an infusion. There was no patient harm or medical intervention. Although requested, the customer has not provided any further patient or event details.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could no be identified.